Event description:
It was reported that the physician would not provide further information on the sleep apnea for this patient as he felt it was unrelated to vns and won't give information on non-vns related events due to hipaa. It was also indicated that the apnea was a pre-existing condition.

Event description:
It was noted via clinic notes that the pt has a history of adult obstructive sleep apnea. Attempts for further info have been unsuccessful to date.